Event description:
Customer reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.